Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 16 mg/dl, 69 mg/dl, and 69 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat with juice. No adverse event reported. Requested return of suspect device and replacement was sent.